Event description:
It has been reported to us that during the procedure with a diagnostic catheter, the physician was performing diagnostic procedure, and blood clots would form inside the introducer sheath. The physician attempted to increase the use of heparine with no effect. The patient is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known, and therefore, a review of the device history record can be conducted.